Event description:
The patient called to report that on a v-go she wore the needle button prematurely released after about fifty five minutes. This was on the abdomen. She verified she did not touch the needle release button accidentally.

Manufacturer narrative:
Device was returned on 6/13/19 and investigated. The investigation results are as follows: the complaint could not be confirmed. In addition, if the needle release button is depressed prior to depressing the needle button, pressing the needle release button again will not retract the needle button which is the condition the device was received. The device appears to have functioned as intended. No root cause could be determined as the complaint could not be confirmed.